Event description:
It was reported that this patient was admitted in the hospital and upon interrogation it was noted that there were spikes with loss of capture (loc) on the right ventricular (rv) lead. The threshold values previously were at 1.9v and currently increased to 2.5v. In past year the sensing was jumping from 1mv to greater than 25mv. The health care professional (hcp) suspected that the increase in threshold could be due to fibrosis. The patient was dependent on this pacemaker system. Troubleshooting was performed and no noise and oversensing was observed during manipulation. The impedance was stable and premature ventricular contraction (pvc) were visible. The physician will decide in next patient visit if a revision of the system would be performed in relation to the patient's clinical conditions. This rv lead currently remains in service. No adverse patient effects were reported.